Event description:
The reporter stated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in the patient's right eye (od) in 2009. The icl was explanted four months later, due to zero/inadequate vaulting. The icl was explanted in one piece with no patient injury. The patient did not have any related issues associated with the event. The icl was exchanged for a longer lens.

Manufacturer narrative:
(Secondary surgery) - (zero/inadequate). A lens work order search was performed and no similar complaints were found within the work order.